Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 160 mg/dl at the time of incident. Troubleshooting found that the pump display screen was frozen and stuck while filling the pump. Customer indicated that the act button was pressed but the menu screen did not display and the screen was frozen. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
No frozen screen noted. All buttons function properly. No damage noted on keypad traces. The keypad connector on lcd was locked. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm or unexpected no reservoir alarm or prime/fill anomaly noted during testing. The motor was tested outside the device and passed. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.